Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider reported (via a manufacturer representative) that there were impedances greater than 10,000 ohms registered on the clinician programmer during the pre-operative test phase of the procedure. It was unknown what led to the event. The troubleshooting included the following: rebooting the clinician programmer, checking the "snap lead" and "electrode." Changing the "snap lead." And then changing the "electrode." The action of changing the "electrode" resolved the issue. The lead was never implanted. There was no surgical intervention that occurred, nor was one planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the stimulation lead body conductor broken at the anchor site unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.